Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set disconnected during priming, leading to a leak. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed and revealed that the tubing was completely separated from the drip chamber. The reported condition was verified. The cause of the condition was determined to be insufficient application of solvent at the junction between the tubing and chamber. To correct this issue, refresher training was provided to involved personnel. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.